Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Report number: mw5073805. Notification received thi : 01-jan-2018. FDA report: 05-dec-2017. Date of event: (B)(6) 2017. Since customer was not contacted, product not returned for evaluation. No customer information provided - unable to search heat system for previous contact from customer. Most likely underlying root cause: mlc-62-user had poor technique note: manufacturer attempted to obtain reporter's information (on 1/4//2018 via email to the FDA) in order to clarify the complaint. Unable to obtain customer's information.

Event description:
Medwatch sent by FDA. Customer complaint details: true metrix glucose meter. Gives inconsistent readings. Can get widely varying results on my meter, as much as 50 mg/dl difference. Afraid to trust this meter to know how high my blood sugar is actually reading. I have another meter, free style life that I get more consistent and I believe more accurate readings. The true metrix gives much higher readings than the free style.